Event description:
This is a spontaneous case report received on 04-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Follow-up received on 26-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment. This case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essures reference safety information. This case was received through a legal claim which included several plaintiffs. The adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment, considering that essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation of left fallopian tube/expulsion of essure device/malposition of essure device- location of device:through uterus"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune disorder ("autoimmune disorder") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included hydrocodone bitartrate (hydrocodin) since 2011. In 2010, the patient had essure inserted. In 2010, the patient experienced rash erythematous ("rashes/ red rash out breakes on my body"). In (B)(6) 2010, the patient experienced premenstrual syndrome ("hormonal change/ severe pms"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding/abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2011, the patient experienced fallopian tube neoplasm ("a tumor grew on on of my fallopian tubes"). In 2011, the patient experienced urticaria ("itchy red hives"). On (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infection") and bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea(cramping)"), hypersensitivity ("allergic/ hypersensitivity reaction type"), cystitis ("bladder infection"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), skin disorder ("skin conditions"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia(painful sexual intercourse)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), weight decreased ("weight loss"), constipation ("constipation"), dyspepsia ("digestive system condition"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), dry eye ("vision/eye problems type: dry"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain") and pain in extremity ("leg pain"). The patient was treated with antibiotics, ibuprofen, norlestrin fe (junel fe), surgery ((B)(6) 2011, unilateral salpingectomy and bilateral salpingectomy) and surgery ((B)(6) 2011, unilateral salpingectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, fallopian tube perforation, genital haemorrhage, autoimmune disorder, hypersensitivity, skin disorder, urinary tract disorder, bladder disorder, pelvic pain, weight decreased, dyspepsia and abdominal pain outcome was unknown and the dysmenorrhoea, premenstrual syndrome, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, female sexual dysfunction, rash erythematous, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue, weight increased, constipation, alopecia, urticaria, fallopian tube neoplasm, dry eye, abdominal pain lower, back pain, bacterial vaginosis and pain in extremity had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, back pain, bacterial vaginosis, bladder disorder, constipation, cystitis, device breakage, dry eye, dysmenorrhoea, dyspareunia, dyspepsia, fallopian tube neoplasm, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, premenstrual syndrome, rash erythematous, skin disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: as per pfs, patient had female sexual dysfunction in feb-2008, dysmenorrhoea, migraine, headache, nausea, dyspareunia, pelvic pain, constipation, abdominal pain lower, back pain, pain in extremity in 2008 and vaginal discharge, weight increased, alopecia and dry eye in 2009 (prior to essure). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (right tube occluded) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation of left fallopian tube"), device expulsion ("expulsion of essure device"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), hormone level abnormal ("hormonal change"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), hypersensitivity ("allergic/ hypersensitivity reaction type"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia"), rash ("rashes"), skin disorder ("skin conditions"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), weight decreased ("weight loss"), gastrointestinal disorder ("gastrointestinal system condition"), dyspepsia ("digestive system condition"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). The patient was treated with surgery ((B)(6) 2011, unilateral salpingectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, genital haemorrhage, autoimmune disorder, dysmenorrhoea, hormone level abnormal, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, urinary tract infection, female sexual dysfunction, rash, skin disorder, bladder disorder, urinary tract disorder, migraine, headache, nausea, dyspareunia, pelvic pain, vaginal discharge, fatigue, weight increased, weight decreased, gastrointestinal disorder, dyspepsia, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, bladder disorder, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (right tube occluded) quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. The event medical device removal changed to device breakage and device removal complication to dysmenorrhea. New events added: hormonal changes, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), allergic/ hypersensitivity reaction type, infection bladder/urinary, apareunia, autoimmune disorder, perforation of left fallopian tube, rashes, skin condition, bladder/ urinary problems, migraines, headaches, nausea, dyspareunia, expulsion of essure device, pain, vaginal discharge, fatigue, weight gain, weight loss, gastrointestinal/ digestive system condition, hair loss, abdominal pain. Essure legal manufacturer has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation of left fallopian tube/expulsion of essure device/malposition of essure device- location of device:through uterus"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune disorder ("autoimmune disorder") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included hydrocodone bitartrate (hydrocodin) since 2011. In 2010, the patient had essure inserted. In 2010, the patient experienced rash erythematous ("rashes/ red rash out breakes on my body"). In (B)(6) 2010, the patient experienced premenstrual syndrome ("hormonal change/ severe pms"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding/abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2011, the patient experienced fallopian tube neoplasm ("a tumor grew on of my fallopian tubes"). In 2011, the patient experienced urticaria ("itchy red hives"). On (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infection") and bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea(cramping)"), hypersensitivity ("allergic/ hypersensitivity reaction type"), cystitis ("bladder infection"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), skin disorder ("skin conditions"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia(painful sexual intercourse)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), weight decreased ("weight loss"), constipation ("constipation"), dyspepsia ("digestive system condition"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), dry eye ("vision/eye problems type: dry"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain") and pain in extremity ("leg pain"). The patient was treated with antibiotics, ibuprofen, norlestrin fe (junel fe), surgery ((B)(6) 2011, unilateral salpingectomy and bilateral salpingectomy) and surgery ((B)(6) 2011, unilateral salpingectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, fallopian tube perforation, genital haemorrhage, autoimmune disorder, hypersensitivity, skin disorder, urinary tract disorder, bladder disorder, pelvic pain, weight decreased, dyspepsia and abdominal pain outcome was unknown and the dysmenorrhoea, premenstrual syndrome, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, female sexual dysfunction, rash erythematous, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue, weight increased, constipation, alopecia, urticaria, fallopian tube neoplasm, dry eye, abdominal pain lower, back pain, bacterial vaginosis and pain in extremity had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, back pain, bacterial vaginosis, bladder disorder, constipation, cystitis, device breakage, dry eye, dysmenorrhoea, dyspareunia, dyspepsia, fallopian tube neoplasm, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, premenstrual syndrome, rash erythematous, skin disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: as per pfs, patient had female sexual dysfunction in (B)(6) 2008, dysmenorrhoea, migraine, headache, nausea, dyspareunia, pelvic pain, constipation, abdominal pain lower, back pain, pain in extremity in 2008 and vaginal discharge, weight increased, alopecia and dry eye in 2009 (prior to essure). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (right tube occluded) quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 5-jun-2018: plaintiff fact sheet received. Added events: itchy red hives, a tumor grew on of my fallopian tubes, bacterial vaginosis, constipation, vision/eye problems type: dry, lower abdominal pain, lower back pain and leg pain. Events severe pms, red rash out breakes on my body were clubbed with previously reported events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.